Manufacturer narrative:
The reported events of the device was unintentionally released and the tethers at the tip of the catheter was found to be misaligned despite the control knob not being turned were confirmed. As received, a complete catheter was returned in one piece with the tether bullets misaligned. Visual examination noted the tether control knob in the aligned position, but the distal tethers were misaligned. X-ray examination found the released tether wire slipped inside the tether screw. Dimensional analysis of the aligned offset was measured out of product specification. Functional test was performed, the control knob was set to misaligned and then to aligned position, it was found that the distal tethers could not be aligned. The cause of the reported events was due to the released tether wire being slipped inside of the tether screw.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and prematurely separated from the delivery catheter. The delivery catheter was removed and the tethers were found misaligned. The lp remained implanted. There were no patient consequences.